Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of the event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a drug-eluting stenting treatment procedure, the physician was unable to cross the lesion with a 2.50x12mm taxus express2 drug-elutiing stent and experienced a shaft breakage on the balloon catheter. The calcified lesion being treated was located in a tortuous proximal left circumflex (lcx) artery. The lesion was pre-dilated with a 2.5x9 mm maverick balloon. The physician attempted to cross the lesion with the 2.5x12mm taxus, but was unable to cross the lesion. As the physician attempted to push the stent across the lesion with greater force, the shaft of the catheter "snapped". The taxus stent and delivery system were successfully removed from the pt. After an unsuccessful attempt to cross the lesion with a 2.5x8 mm liberte stent, the physician performed two additional dilations with the 2.5x9 mm balloon and was then able to deploy a 2.5x8 mm taxus liberte stent in the lesion. The procedure was successfully completed. The pt condition was reported as "fine".